Manufacturer narrative:
G4:07apr2021. B4:19apr2021. The device was evaluated by the customer with assistance from a philips remote service engineer (rse) and it was determined that the user interface assembly needed to be replaced to return the device to working condition. The customer¿s biomed replaced the user interface assembly to resolve the issue and bring the device back to functionality. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. 09mar2021.

Event description:
It was reported to philips that the device had a dark display and was difficult to read. The device was not in clinical use at the time of the event. There was no report of patient or user harm.